Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a dialysis access graft revision (non-gore graft). Reportedly after the device was successfully delivered, the physician felt resistance during the removal of the delivery catheter. After the removal of the delivery catheter, it was observed to be missing the distal portion of the delivery catheter. The patient was sent home and advised to go to the emergency room (ER) the next day. The patient went to the ER and had the catheter piece removed with a snare.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The primary reported failure mode of transition bond separation is consistent with the engineering evaluation findings the distal shaft separated from the dual lumen of the catheter. The lack of disturbed pebax in any location along the distal shaft and the reported event details indicates that the distal shaft was not bonded at the transition. Pebax disturbance would be consistent with bond formation, the expected bond would attach the distal shaft to the catheter dual lumen at the transition. The device is associated with an existing CAPA and fir for unbonded distal shafts. Therefore, the root cause of the reported failure mode is a manufacturing deficiency. Engineers also observed damage in the form kinks in the distal shaft which is unrelated to the bond failure mode. The cause for this damage could not be determined, but it is consistent with damage resulting from device use, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.